Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer planned to call back to perform a reset since he did not have his charger available at the moment.